Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to occlusion. During preparation, the spectranetics 14f glidelight laser sheath could not be calibrated. Upon inspection, the gray wire was damaged with red laser light emitting. A new glidelight was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. A6) patient race - not available from facility. B6/b7): patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight device was returned for evaluation. Visual inspection found kinks on the tail tube at 71 cm and 80 cm from the proximal coupler. At the area of the kink at 71 cm, a breach was detected on the outer jacket, with charring and melting. H6) based on the device evaluation and investigation, the damage observed resulted in the failure to calibrate; however, unable to determine when or how the damage occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.